Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent extracardiac stimulation from the left ventricular (lv) lead. The lv lead output was decreased, and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.